Event description:
It was reported by customer that there was bug inside the packaging. No injuries or adverse event. Additional information received 07 august 2023: this item was found and not used on any patient. It was reported this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.